Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) hospital traumatologist, performs attune knee prosthesis review surgery to the (B)(6) patient, because the patient had been suffering pain in his left knee for months, operated with a primary prosthesis on (B)(6) 2016 in the same hospital. At the time of the revision surgery the doctor makes an incision where he takes cultures, and it is found that the problem is presented by the primary tibial plateau that is loosened, which leaves completely without cement attached to the implant, the area of the tibial plateau is the bone with all the inter-digited cement making its extraction difficult and the femoral component was completely adhered to the bone without problems. In addition, the doctor requests to send the polyethylene insert for study. Current patient status: he is hospitalized post-operated attune revision prosthesis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.